Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception. On (B)(6) 2014 consumer experienced itching all over her body, rash, elevated temperature on her skin and pressure in her chest. She also began experiencing migraine headaches, fatigue, dizziness, increased anxiety, and pelvic and leg pain. She referred for allergy testing and found out that she had an allergy to nickel. On (B)(6) 2014 she was experiencing pelvic pain in addition to her other previously reported symptoms. On (B)(6) 2014 she underwent a laparoscopic partial bilateral salpingectomy with removal of the essure implants bilaterally due to pelvic pain and allergic reaction to the essure device. She continued to experience migraine headaches (which last for 3-4 days at a time), excessive bleeding, chronic pelvic pain, back and leg pain, and elevated blood pressure. On (B)(6) 2014 she was complaining of abnormal menstrual cycle and excessive bleeding and was prescribed an oral contraceptive to help control her menstrual bleeding. Doctor recommended that her only option for possible relief from these symptoms was a total hysterectomy. Follow-up information was received on (B)(6) 2016. A (B)(6) consumer was implanted with essure in 2013. Since the implant, she has suffered from debilitating symptoms that include migraines lasting for two to three days, severe pelvic pain, and chronic lower back pain. She was also suffering from a severe allergic reaction to the nickel in the device. She was told that essure was a better option than undergoing a regular tubal ligation as a means of permanent contraception. From financial stress, anxiety and migraines to the debilitating pain in her legs and lower back, she was devastated because she was often not able to enjoy activities with her family that she used to love. She believes essure is the cause. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain, allergy to nickel / allergic reaction to the essure device, excessive bleeding (seen as genital bleeding), leg pain and chronic lower back pain. A laparoscopic partial bilateral salpingectomy with removal of the essure implants bilaterally were performed. These events are serious and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Pelvic pain and genital bleeding may occur with essure therapy. In this case, these events occurred after essure insertion and no alternative explanation was provided. It was reported that since she was experiencing debilitating pain in her legs and lower back, she was devastated because she was often not able to enjoy activities with her family. Based on their nature and considering a compatible temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were performed. A product technical analysis is being sought. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Ptc investigation result was received on 09-mar-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up received on 14-mar-2016: no new clinical information provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain, allergy to nickel / allergic reaction to the essure device, excessive bleeding (seen as genital bleeding), leg pain and chronic lower back pain. A laparoscopic partial bilateral salpingectomy with removal of the essure implants bilaterally were performed. These events are serious and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Pelvic pain and genital bleeding may occur with essure therapy. In this case, these events occurred after essure insertion and no alternative explanation was provided. It was reported that since she was experiencing debilitating pain in her legs and lower back, she was devastated because she was often not able to enjoy activities with her family. Based on their nature and considering a compatible temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were performed. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 35-year-old female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pruritus ("she had itching all over her body"), rash ("rash"), skin warm ("elevated temperature on her skin") and chest discomfort ("pressure in her chest"), 1 month 11 days after insertion of essure. On (B)(6) 2014, the patient experienced menstrual disorder ("abnormal menstrual cycle"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel / allergic reaction to the essure device"), genital haemorrhage ("excessive bleeding"), migraine ("migraine headaches"), fatigue ("fatigue"), dizziness ("dizziness"), anxiety ("increased anxiety"), pain in extremity ("leg pain") and back pain ("chronic lower back pain"). On an unknown date, the patient was found to have blood pressure increased ("elevated blood pressure"). The patient was treated with oral contraceptive nos and surgery (laparoscopic partial bilateral salpingectomy with removal of the essure implants bilaterally.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, blood pressure increased, pruritus, rash, skin warm, chest discomfort, migraine, fatigue, dizziness, anxiety, pain in extremity, back pain and menstrual disorder outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, blood pressure increased, chest discomfort, dizziness, fatigue, genital haemorrhage, menstrual disorder, migraine, pain in extremity, pelvic pain, pruritus, rash and skin warm to be related to essure. Most recent follow-up information incorporated above includes: on 22-jan-2021: medical records received. Lot number added. Event genital haemorrhage, allergy to metals, pain in extremity, back pain make non serious. Reporter information, medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 35-year-old female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pruritus ("she had itching all over her body"), rash ("rash"), skin warm ("elevated temperature on her skin") and chest discomfort ("pressure in her chest"), 1 month 11 days after insertion of essure. On (B)(6) 2014, the patient experienced menstrual disorder ("abnormal menstrual cycle"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel / allergic reaction to the essure device"), genital haemorrhage ("excessive bleeding"), migraine ("migraine headaches"), fatigue ("fatigue"), dizziness ("dizziness"), anxiety ("increased anxiety"), pain in extremity ("leg pain") and back pain ("chronic lower back pain"). On an unknown date, the patient was found to have blood pressure increased ("elevated blood pressure"). The patient was treated with oral contraceptive nos and surgery (laparoscopic partial bilateral salpingectomy with removal of the essure implants bilaterally.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, blood pressure increased, pruritus, rash, skin warm, chest discomfort, migraine, fatigue, dizziness, anxiety, pain in extremity, back pain and menstrual disorder outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, blood pressure increased, chest discomfort, dizziness, fatigue, genital haemorrhage, menstrual disorder, migraine, pain in extremity, pelvic pain, pruritus, rash and skin warm to be related to essure. Batch no b61397; production date 2013-08-26; expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.